Event description:
The contrast cuvette developed a hole in the side of it when squeezed to fill with contrast. This happened before the case was started during the prep phase. It was removed and a new one was used in its place. There was no harm to the patient. The cuvette was replaced and the case was completed. As there was no harm to the pt we can release product back to manufacturer.